Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm medium-large clip applier instrument for failure analysis investigation. The instrument was analyzed and found to have one (1) severely bent grip, causing them to be misaligned. The grips were not found to be cracked. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Intuitive surgical inc. (Isi) followed up with the customer on 10/06/2025 to confirm that it started by the rnfa trying to put the clip onto the instrument. The jaws would not open enough for her to attach the clip. So it was the starting of the process of attaching the clip. A new large clip applier was opened.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument would not attach the weck green hem-o-lok clips. The nurse tried to troubleshoot by using the grey dial part on the instrument to try and open the instrument, but they would not open. The procedure was completed with no reported injury.